Event description:
Complainant alleged that while attempting to convert the rhythm of a pt the device failed to discharge via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the pt using the same electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was duplicated.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.